Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on historical data, possible causes for the residual liquid from the channel include damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope had residual liquid coming out of the channel. There was no patient involvement.